Event description:
Hcp reports that the pump "would not infuse medication," and was returned to the MFR for device analysis. A catheter check was performed which found it working properly. Unk date. Fluoroscopy was done on the pump which showed no movement. Unk date. A f/u report will be sent when more info is rec'd.